Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to an e-mail from viasys rep. "Received email from viasys another country: I have a report on this unit giving shocks to users when they touch the infant flow case and ground. Seems to be the "old style" slim power packs. Viasys is just asking for us to document the complaint, since we have already changed the power supply. They are having the customer send in the unit to them and they are exchanging the power supply to the new on."

Manufacturer narrative:
Incident occurred at hosp. Neither the user facility nor the distributor submitted a user facility/distributor report to the MFR. Cardinal health in conjunction with an independent lab previously performed an investigation/eval of the pn: 674-037 power supply and determined that this power supply is not iec compliant. Cardinal health initiated a qualification test plan and design verification plan to qualify a performance compatible and iec compliant power supply from a different power supply MFR to use with the e.m.e. Infant flow pa. On oct. 23, 2007 an engineering change order (eco) released the new power supply for use with this device. Cardinal health conducted a risk analysis and determined that the risk to health is negligible.